Event description:
Dobhoff tube placed in pt without any problem. Placement verified. Guidewire was stuck and could not be removed. Dobhoff and guide wire had to be removed from pt. A new dobhoff was obtained. No problem with second one.